Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, it was reported that the patient experienced a brief sensor issue where the sensor did not show any readings or a sensor error and the patient was not feeling good that time. She went to the hospital and there they took a bg reading which was over 400 mg/dl. The patient was hospitalized for 8 days. The patient declined to provide further information about the event. At the time of the report the patient was fine. No other details were documented. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.